Event description:
It was reported that the patient presented at the hospital after having multiple syncopes due to loss of capture. The patient is dependent. The lead was explanted and replaced. The condition of the patient is stable.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The reported field event of a capture anomaly was not confirmed in the laboratory. The damage found was sustained during the surgical procedure, the lead was otherwise normal.